Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards learned via the implant patient registry that a second device, a 9300tfx 23mm, was implanted into a 21mm aortic pericardial valve in the aortic position using a valve-in-valve procedure. The implant duration of the 21mm pericardial valve at the time of the procedure was seven (7) years, nine (9) months, and three (3) days. Through follow up with the health care provider, it was learned the intervention occurred due to "severe aortic stenosis." The patient tolerated the tavr procedure well. She was transferred to the cvicu in stable condition.

Manufacturer narrative:
Method: # device not returned. This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, minimal information regarding this procedure has been made available and subsequent attempts to get additional information regarding the condition of the device at the time of the intervention have been unsuccessful. The patient's young age at time of implant and medical history were possible contributing factors; however, the root cause for the stenosis of the aortic valve remains indeterminable. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.